Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, checked cartridge and o-ring, cleaned pneumatic area, reattached cartridge securely, and then followed on-screen steps to complete loading process, after which insulin delivery was successfully resumed with no additional issues reported.